Event description:
Unomedical reference number (B)(4). Event occurred in germany. It was reported by the patient's mother that plaster did not last for more than one day. No further information was available.